Manufacturer narrative:
.

Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic pseudoaneurysm which had developed distal to a tube graft that was surgically used for the repair of abdominal aortic aneurysm 7 years ago. The iliac arteries were reported to be 6-7 mm in diameter with minimal tortuousity and calcification. Prior to insertion of the aneurx delivery system the dilator from a 16 fr sheath was inserted to dilate the iliac artery. The dilator was removed, then the delivery system of the aneurx device was traversed up. The stent graft was successfully deployed and upon removal of the delivery system the blood pressure dropped. A small section of intima came out on the delivery system. It is unknown when the dissection occurred. A 14 mm x 135 mm aneurx limb was implanted to cover the dissected area; however, the blood pressure continued to drop. The physician performed a small retroperitoneal cut down and upon entering the peritoneum did not see any bleeding. The decision was made to perform open repair. The pt had already consented to open repair. A hemashield graft was successfully sewn in. No additional sequelae were reported and the pt was recovering well. The device was discarded.